Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked prior to use. The device was filled with nacl (sodium chloride). The leak was contained within the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that fluid was in the bag that contained the sample due to an untightened blue winged luer cap. The blue winged luer cap was tightened and a functional test was performed with no issues noted. The reported condition was not verified as there was no evidence fluid leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.